Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced a cracked/damaged/deformed/bent tip/luer which was noted during use. The following information was provided by the initial reporter: material no.: 305270, batch no.: 9093523. Reporter: pharmacy. Batch number reported: 9093523. Product description: bd integra syringe 3ml 25 gauge 1in injection issue: crack in the orange screw part that connects syringe to needle. Part gave way during flu shot and another attempt was made as vaccine ended up on the wall and not in the patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced a cracked/damaged/deformed/bent tip/luer which was noted during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: 9093523. Reporter: pharmacy. Batch number reported: 9093523. Product description: bd integra syringe 3ml 25 gauge 1in injection. Issue: crack in the orange screw part that connects syringe to needle. Part gave way during flu shot and another attempt was made as vaccine ended up on the wall and not in the patient.